Event description:
It was reported that (1) tx30b was used during an unknown procedure. It was reported by the rep that in performing an unknown procedure, it was commented that "the tx30b stapler stapled tissue, but the stapler did not hold. Another tx30b was used to completed the procedure. There was no consequence to pt.